Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed by using the replica stem, the pinnacle cup (date of primary surgery was unknown). It was reported that the revision surgery was performed on (B)(6) 2019 by replacing the stem (p/n: unknown), the cup (p/n: unknown) due to armd on the patient¿s left hip joint. It was confirmed that wear at trunnion caused by trunnionosis. There was looseness of the cup and there was no bone invasion on the cup surface. In addition, it was recognized migration occurred, so the surgeon performed acetabular reconstruction via allograft. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.